Event description:
Upon the interrogation of an implanted device on (B)(6) 2013 at 14:30 with this orchestra plus programmer: the programmer initialization took a long time. The programmer had to be re-booted several times, and after several failed attempts the device interrogation was finally performed successfully. The sales rep failed to export pt files to the usb memory stick (reportedly, they were corrupted). The user was also unable to delete some pt files. The programmer was then tested at sorin office: initialization of the programmer took a long time, and programming head initialization failed (a message was displayed). Upon interrogation of a demo device, the same message was displayed but interrogation was successfully performed. On (B)(6) 2013, the programmer was tested again at the distributor's office: initialization was completed without problems, and a demo device was successfully interrogated. No error message was displayed. Pt files could not be exported to the usb memory stick; an error message was displayed.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.